Manufacturer narrative:
It was reported that the surgiphor broke in the surgeon¿s hand during irrigation during a left total hip arthroplasty on (B)(6) 2025, fragments of the bottle were observed when a crack occurred, with no apparent patient injury; the product had been stored on shelves in the sterile storage department. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgiphor broke in the surgeon¿s hand during irrigation during a left total hip arthroplasty on (B)(6) 2025, fragments of the bottle were observed when a crack occurred, with no apparent patient injury; the product had been stored on shelves in the sterile storage department.

Manufacturer narrative:
It was reported that the surgiphor broke in the surgeon¿s hand during irrigation during a left total hip arthroplasty on (B)(6) 2025, fragments of the bottle were observed when a crack occurred, with no apparent patient injury; the product had been stored on shelves in the sterile storage department. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. Based on the available information and with the review of photo provided, the reported event has been confirmed. However, a definitive cause for the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgiphor broke in the surgeon¿s hand during irrigation during a left total hip arthroplasty on (B)(6) 2025, fragments of the bottle were observed when a crack occurred, with no apparent patient injury, the product had been stored on shelves in the sterile storage department.